Event description:
It was reported that the foot rest support bar has been bent on the m91 power chair. The son was out for a walk on (B)(6), parents did not notice it was bent until the morning after.